Event description:
It was reported that dislodgement of the left ventricular lead was discovered during change out of the patient's implantable carioverter defibrillator (ICD). The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.